Manufacturer narrative:
As per investigation results, the torx showed strong damages in turn direction caused during insertion due to high torsional forces. Furthermore, the blade used jumped over the flanks which resulted in material bulging. The thread showed slight sign of use. The root cause for the reported event can be attributed to a user related issue of overload. No indications were found for any systematic, design, material or manufacturing related issue.

Event description:
During surgery, when the surgeon was inserting screw with the driver blade, it was noticed that the screw head was worn.